Manufacturer narrative:
The pump remains in use supporting the patient. A root cause for the reported event could not be determined through this evaluation. A full analysis of pump could not be conducted as the patient remains ongoing on vad support; however, the instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported headaches for the past 2 to 3 days. The patient experienced throbbing from the back of his neck to behind his eyes. The patient took hydrocodone with no relief. The patient did not complain of vision changes or lightheadedness but did report nausea. The patient presented to the local ER and was transferred to the implanting center. CT scan revealed a subarachnoid hemorrhage involving the suprasellar cistern, interpeduncular notch with mild peripheral extension. A density was noted at the left cerebellopontine angle which may represent an additional subarachnoid hemorrhage. Multiple hyperdense intracranial lesions were noted. The imaging findings were nonspecific. The patient has a history of elevated inr. It was reported that the findings could potentially relate to coagulopathic hemorrhages. It was also reported that hemorrhagic metastatic disease should also be considered. On (B)(6) 2015, aspirin, coumadin and dipyridamole were discontinued. No further information was provided.